Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The product passed all in-house engagement, energy recognition, electrical continuity, and energy delivery tests, demonstrating full range of motion. Additionally, an inspection revealed mechanical indentations and burrs along the blade¿s mid-section as well as melting of the teflon pad at its midpoint, where a foreign metal component resembling a staple or clip was found lodged. There may be missing fragments of unknown size. The probable root cause is attributed to use conditions. Damaged blades result from blade scratches caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic insert, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic insert with little to no tissue between the pad and the blade itself. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument was not recognized by the system. The procedure was completed with no reported injury.